Event description:
The customer reported that the tracheostomy tube was inserted in the patient in 2009, and there was a failure of the pilot balloon five days later. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.